Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed system error 345 (thermistor disparity). A review of the event history log revealed "system error 345 - thermistor disparity!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was low upstream thermistor value. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.